Event description:
Patient contacted dexcom technical support on (B)(6) 2013 to report that on (B)(6) 2013 the transmitter would give intermittent out of range signals for about two hours or more at a time.